Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential risks or adverse events associated with the overall thv procedure and may require intervention. A procedural or post procedural bleed/hemorrhage without an obvious source of bleeding is a rare but potentially life threatening complication of coronary/cardiac interventional procedures, and tends to occur more frequently in the presence of more aggressive anticoagulation regimens. Possible sources include puncture of the femoral artery above the inguinal ligament and above the inferior epigastric artery, allowing the resultant bleeding to extend into the retroperitoneal space, or inadvertent trauma or perforation of the annular structure or ventricles during the procedure. This type of bleeding may not be recognized until the post procedural period. The edwards sapien 3 transcatheter heart valve is indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve or ring who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality greater than or equal to 8% at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator). Deployment of the sapien 3 valve in a native mitral valve via open surgical sternotomy is not indicated per the labeling; therefore the device labeling (ifus and training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. However, due to limited information, a definitive root cause was unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU, labeling and training manual inadequacies were identified. Therefore, no corrective or preventative action (CAPA) nor product risk assessment (pra) is required at this time. The device is not returning.

Event description:
As reported, due to a heavy mitral annular calcification (mac), a 26 mm sapien 3 valve was successfully implanted in the native mitral valve via open surgical sternotomy with an edwards delivery system. When the patient came off pump, the surgeon noticed a bleed from the ventricular area. The patient was put back on pump for direct visualization of the ventricle however, the source of the bleed could not be readily found. The sapien 3 valve was functioning well with no issues prior to this issue. It was decided to remove the sapien 3 valve for better visualization and opted to use a 25 magna surgical valve instead of another s3 valve. Per the latest report, the patient expired but no additional information is available at this time.